Event description:
One of our surgeons attempted to use a 6.25 malyugin ring. The ring came out and one of the loops was opened to the point that it was not able to be attached to the iris. Neither patient was injured during the procedure.